Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of system fault 180. Performance testing confirmed the reported device failure to charge. The internal battery was replaced to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the device failure to charge was an isolated component failure within the device battery assembly. The root cause of the system fault 180 was device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and the battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and the battery failed to charge. There was no patient injury reported as a result of this incident.